Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external factors of handling leading to deformation of the forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the forceps stand was deformed. In addition, service found the curved rubber adhesive was chipped and discolored. The bending angulation was lacking due to stretching of the angle wire. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿some products do not pass¿ through the forceps/instrument channel of the subject device [cannot be inserted/removed]. There was no patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.